Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed de novo target lesion was located in the moderately tortuous and severely calcified right external iliac artery. A 4.0 x 20/80 sterling otw balloon catheter was advanced to dilate the target lesion. During the first inflation of the 4.0 x 20/80 sterling otw balloon catheter to 7 atms a balloon rupture occurred. Post dilation with a 5mm x 100mm non bsc balloon catheter was performed to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).